Manufacturer narrative:
No unexpected failed battery test alarm, suspend anomalies or display anomalies were noted. The insulin pump passed the self test, displacement test and off no power test. The operating currents were within specification. The insulin pump had intermittent act button response due to moisture damage on the keypad traces. The insulin pump had a cracked display window, a cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump had a keypad anomaly. Customer's blood glucose was 163 mg/dl. The customer stated, she put new battery in, the screen are changing on it's own and she pressed act and getting the status screen flashing. The customer stated buttons are responsive. Customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to backup plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.